Manufacturer narrative:
The user experienced hypoglycemia following hyperglycemia while using the ilet. This situation can occur during insulin therapy and is consistent with the reported glucose fluctuations from 311 mg/dl to 41 mg/dl. The user reported not announcing meals due to gastroparesis, which can impact glucose control and insulin dosing. The low glucose was treated with oral carbohydrates. Based on available information, no device malfunction has been identified. The event was associated with missed meal announcements rather than abnormal ilet pump performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026, the user reported that on (B)(6) 2026 they experienced hypoglycemia with a bg of 41 mg/dl. The user was able to treat the low bg by oral glucose without assistance from a caregiver. The user was treated at home and did not require ems or hospitalization.